Event description:
Defibrillator set for 200 joules did not fire. Reset for 200 joules and then fired. 2nd time, this defibrillator has not discharged properly. Pulled from unit and undergoing independent evaluation.